Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6)2016, that on (B)(6) 2016, the receiver displayed "call tech support" error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and a hwbat were observed. The reported event of a error icon display was confirmed. A root cause was determined to be a defective battery.